Event description:
Reportable based on device analysis completed on 14apr2023. It was reported that leak hub occurred. A vtcb/8/k flexima drainage catheter was selected for use. During the procedure, the bile could not be drained, there was catheter leakage noted. The procedure was completed with another of the same device. No complications were reported and the patient was stable. However, returned device analysis revealed detached suture.

Manufacturer narrative:
Device evaluated by MFR.: the device kit was returned for analysis. The costumer provided one photo of the device kit. However, it is not possible to see any damage or issues on the devices or accessories. Visual inspection revealed that the hub key may be overstressed, causing the hub to separate and move incorrectly. This also caused the suture to wrap around the hub, resulting in the detached of the suture. The other devices and accessories presented no issues or detached sections.